Event description:
On 10/apr/2024 a peritoneal dialysis (pd) clinic nurse reported that they received lab work indicating this pd patient was positive for peritonitis. The patient was going to be seen in the clinic the following day for treatment. Attempts to obtain additional information were unsuccessful.